Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs from the subject event has been performed. This analysis concluded that the stop of the automatic scan is due to a vigilance device failure which occurred after the launch of this step. The device behaved as expected in this case and the issue was not related to the patient positioning. Multiple vigilance device failures occurred during the operation. Therefore, it is probable that a global issue of the vigilance device channel of communication occurred in this case.

Event description:
The company field service engineer was present for a unilateral seeg. The surgeon positioned the patient supine with a slight lateral tilt using a mayfield. Surgeon started laser registration, and after collecting the initial points, the robot prepared to do the automatic scan of the forehead and down the nose. However, the robot gave the error message that it was not able to perform this automatic scan (9:16am). The fse and surgeon repositioned the patient so that she was not flexed forward and moved the robot closer to the patient. After adjustments and restarting the registration, the registration was able to continue without any further problems. Delay to case about 15 mins, patient already under anesthesia, before first incision, no patient impact.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
The company field service engineer was present for a unilateral seeg. The surgeon positioned the patient supine with a slight lateral tilt using a mayfield. Surgeon started laser registration, and after collecting the initial points, the robot prepared to do the automatic scan of the forehead and down the nose. However, the robot gave the error message that it was not able to perform this automatic scan (9:16am). The fse and surgeon repositioned the patient so that she was not flexed forward and moved the robot closer to the patient. After adjustments and restarting the registration, the registration was able to continue without any further problems. Delay to case about 15 mins, patient already under anesthesia, before first incision, no patient impact.